Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed a skin infection at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.